Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-00721. It was reported that the patient was not receiving adequate therapy, due to lead migration confirmed via x-ray imaging. As a result, the patient may undergo surgical intervention at a later date. Device model information is currently unavailable.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-00721. Followup revealed that the patient's lead was explanted and replaced to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-00721. Follow up revealed that the patient's leads that were explanted were competitor leads.